Event description:
Following an initial implant procedure, loss of capture was observed on the ventricular leadless pacemaker (lp). Diagnostic imaging revealed the device dislodged from the implant position and migrated to the tricuspid valve. The ventricular lp was explanted and replaced to resolve the event. The patient was stable.